Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an electrode tine was twisted. The patient was undergoing ablation of a tumor located in a kidney. A 4.0/15/15 leveen coaccess was positioned in the tumor. Upon deployment of the tines, CT imaging revealed one of the tines appeared twisted. The physician opted to continue the ablation and the procedure was completed with this device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed an electrode and introducer were received. Residue was present on the device indicating handling / use. A visual examination of the device found the tines to be fully retracted. The introducer cannula was without issue, placed over the electrode and was not locked into the hub. A functional evaluation was performed by extending and retracting the array without issue. The tines were found to be un-evenly spaced and slightly bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an electrode tine was twisted. The patient was undergoing ablation of a tumor located in a kidney. A 4.0/15/15 leveen coaccess was positioned in the tumor. Upon deployment of the tines, CT imaging revealed one of the tines appeared twisted. The physician opted to continue the ablation and the procedure was completed with this device. There were no patient complications reported and the patient's status was stable.